Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The taxus express 2 8.8% 3.0 x 16 mm drug eluting stent was directly stented into the left anterior descending (lad) artery. The stent was fully deployed at 14 atms and the balloon was deflated in a normal procedure. The balloon stuck to the stent upon removal. The guide was deep seated and the balloon was then released from the stent. No vessel trauma was reported. No pt complications were reported.